Event description:
Information received from the field does not address the patient's clinical status but notes a lead impedance of 110 ohms. The sensing amplitude was 0.7 mv. The physician will monitor the device.